Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics via the telephone. In conclusion, the likely cause of the event is attributed to the peristaltic pump tubing. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported erratic patient results during a correlation study involving the unicel® dxc 600i synchron® access® clinical system. The customer stated the results were not released from the laboratory as the analysis was for correlation purposes. Patient care was not impacted. During troubleshooting, the customer discovered a large clot in the aspirate probes. The customer replaced the probes and performed system check, but system check failed due to elevated wash mean and percent coefficient of variation (%cv). Beckman coulter customer technical support (cts) advised the customer to replace the peristaltic pump tubing and restart system check; system check passed. No further issues were noted. The instrument was returned to normal operation.